Manufacturer narrative:
After proper prep a 6/7f mynx control was inserted but when going to inflate the balloon the tab on the back would slowly fall back down. The physician added more fluid and again it fell back down. The mynx was removed and the balloon was clearly ruptured. Hemostasis was achieved by using another mynx. The hospitalization was not extended. There was no reported patient injury. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. A left heart cath interventional coronary procedure was being performed. The procedure used a retrograde approach. The user was trained on the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter the mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure prior to being pulled to the arteriotomy. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe and procedure sheath were not returned with the device. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 6 mm from the balloon neck was revealed. A product history record (phr) review of lot f2131401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors or vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After proper prep a 6/7f mynx control was inserted but when going to inflate balloon the tab on the back would slowly fall back down. The physician added more fluid and again it fell back down. The mynx was removed and the balloon was clearly ruptured. Hemostasis was achieved by using another mynx. The hospitalization was not extended. There was no reported patient injury. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. A left heart cath interventional coronary procedure was being performed. The procedure used a retrograde approach. The user was trained on the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter the mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure prior to being pulled to the arteriotomy. The device will be returned for analysis.